Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate hv therapy. The patient was in stable condition, but did not feel well. Review of remote transmission revealed the patient had slow vt with wide qrs oversensing. The patient received inappropriate hv therapy due to the oversensing. Programming changes were made. There have been no further events. The patient condition was normal.